Manufacturer narrative:
The insulin pump counted up to 7 and gave an unexpected blank display after the battery installation. The problem was isolated to the mother board. The insulin pump was unable to perform the displacement test due to blank display. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 92 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that they changed the battery but the insulin pump display would return for a while but did go back to blank display. The customer performed troubleshooting for battery cap but the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.